Manufacturer narrative:
No unused cartridges were returned with the device; therefore, failure investigation cannot be performed for cartridge leak event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. During troubleshooting with tandem technical support it was identified that there was a leak possibly from the bottom of the cartridge. The customer removed the cartridge, smelled insulin, and saw moisture on the back of the pump. The customer's blood glucose (bg) was 271 mg/dl and the customer delivered a correction bolus after the alarm cleared to manage bg level. The customer was able to clear the alarm and resume the pump prior to contacting tandem technical support.